Manufacturer narrative:
System components: reservoir: model- 720185-01, lot sn- (B)(4), mfg date- 03/25/2019, exp date- 03/24/2021, gtin- (B)(4).

Event description:
It was reported that the patient experienced difficulty in using the pump. The patient is dissatisfied with his device and reports that he is not circumcised so now he has too much skin now. The patient reported that his groin is itching unbearably. The patient was recommended to return to his physician for assessment on the itchy skin.